Event description:
(B)(4) has received a report of an adverse event from an assisted living facility. It was alleged that a hospice pt was given medications at 7:30 pm of the date of event while he was in the bed, and allegedly at 11pm he was found deceased in a position of kneeling next to the bed, with his head between the bed rail and mattress. According to info his daughter received from the coroner that the cause of death was allegedly suffocation. Among the concomitant medical devices, the alleged bed rail was originally imported by (B)(4). This MDR report is based on the info provided by the assisted living facility and the hospice company.